Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 565 mg/dl, cause was unknown. Customer delivered a correction bolus to address high bg. Tandem technical support provided a system check and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.